Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Stuck plunger grippers iui- damaged pin iui- isolation rib damage case rear- damaged/cracked barrel clamp assy- damaged/cracked housing- binding/stuck claw there was no patient involvement. Stuck plunger grippers- 01/29/2020 09:05:04 ian pfifer (ipfifer) per tiffany burke: please issue rmas for 24 syringe modules from seattle children#s hosp. Tiffany.burke@bd.com t: 888.812.3648 .